Event description:
It was reported that oversensing was noted. The patient did not receive any inappropriate therapies. Lead replacement was planned. Follow-up information received indicates the lead is still in use. It was successfully repositioned on 20-nov-2007, but was not replaced. The patient now has routine follow-up every three months. No patient complications were reported as a result of this event.